Event description:
Patient reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of deflation was requested on 31 august 2023. It is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: ¿ deflation: not observed no further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported a left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.